Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to a defective u306 component. The root cause for the defective u306 could not be positively identified. There were no adverse events associated with the belt malfunction.

Event description:
A us distributor reported that a patient was receiving adjust belt and check therapy pad messages.